Manufacturer narrative:
This report is associated with (B)(4), corega ultra cream without flavor. Corega ultra cream without flavor is marketed as super poligrip cream in the us.

Event description:
Cancer. Case description: this case was reported by a consumer via call center representative and described the occurrence of cancer in a male patient who received triple salt dental adhesive cream (corega ultra cream without flavor) cream (batch number cq49881, expiry date september 2019) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started corega ultra cream without flavor. On an unknown date, an unknown time after starting corega ultra cream without flavor, the patient experienced cancer (serious criteria gsk medically significant) and product complaint. On an unknown date, the outcome of the cancer was not recovered/not resolved and the outcome of the product complaint was unknown. It was unknown if the reporter considered the cancer to be related to corega ultra cream without flavor. Additional details; the patient informed the last corega ultra cream without flavor came with half the vial. The patient reported that the other times he bought product, they did not present any problem regarding quality. The patient informed he did not had time to deal with the exchange of product because he had cancer and so he had to go to the hospital a lot. The action taken with the corega ultra cream without flavor was unknown.